Manufacturer narrative:
The pt's age is reported as "over 60." The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).

Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg assembly while the physician was pulling it through the sacrospinous ligament. The needle was caught inside the capio device. The physician cut the sleeve off the mesh leg assembly and used a stand-alone suture to pull the leg assembly through the sacrospinous ligament, with no complications to the pt, who is reportedly 'fine" post-procedure.